Event description:
The physician reported that prior to implantation, after opening of the packaging, the graft was plunged in a physiological solution. It was reported that when the surgeon tried to stretch the graft, the collagen crumbled. The graft was not implanted and a portion was returned to the MFR.

Manufacturer narrative:
A portion of the non implanted graft was returned to the MFR in a physiological solution. This condition makes any eval impossible. A product coated on the same day as the complaint device was evaluated. The visual examination did not evidence any collagen particle in the blister packaging. After opening of the packaging, the graft was handled with precaution. The insp evidenced no product anomaly. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn as the complaint device was not returned in a condition allowing its eval. However, investigation on a similar product would tend to indicate that the product was not defective. It is suspected that insufficient care was taken when handling the graft to avoid damaging the collagen coating as indicated in the warnings section of the instructions for use.